Manufacturer narrative:
Reported event: an event regarding crack/fracture and corrosion involving a mrs stem was reported. The event was confirmed via evaluation of the returned devices and clinician review of the provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis and indicated the following: "image shows the mrs curved stem with fracture location highlighted by the arrow. On visual examination, the fracture was observed approximately 28 mm from the male taper end of the stem." Material analysis: a material analysis was performed which concluded the following: "review of mrs curved stem, catalogue # 6485-3-313, lot code tec659 and gmrs extension piece, catalogue # 6495-6-140, lot code lbhtx, confirmed fracture of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the mrs curved stem near the male taper. The device fractured in fatigue and the fracture initiated at or near the location of laser marking on the stem. Energy dispersive spectroscopy confirmed oxidation of both components in the discoloured regions, indicating corrosion, consistent with in-vivo wear." -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a fracture occurred through a cemented long stem modular tumor style revision knee implant. The failure occurred through the threaded junction to the stem-extension towards the knee. Event confirmation: the event, a broken implant, was confirmed. Root cause: a root cause cannot be ascertained without additional medical information." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the mrs stem. A material analysis was performed which concluded the following: "review of mrs curved stem, catalogue # 6485-3-313, lot code tec659 and gmrs extension piece, catalogue # 6495-6-140, lot code lbhtx, confirmed fracture of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the mrs curved stem near the male taper. The device fractured in fatigue and the fracture initiated at or near the location of laser marking on the stem. Energy dispersive spectroscopy confirmed oxidation of both components in the discoloured regions, indicating corrosion, consistent with in-vivo wear." The event was further confirmed by clinician review of the provided x-ray image. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken 203x13mm curved gmrs stem in situ in patient revision surgery required surgeon reported that while the patient was walking, they felt their leg buckle. Fractured component confirmed by x-ray.

Event description:
Broken 203x13mm curved gmrs stem in situ in patient. Revision surgery required. Surgeon reported that while the patient was walking, they felt their leg buckle. Fractured component confirmed by x-ray.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.